Manufacturer narrative:
(B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer returned the truemetrix meter with a request to be replaced. Customer was contacted via telephone. The customer was concerned with test results obtained of 376 mg/dl. The customer¿s expected fasting blood glucose test result range is 107-115 mg/dl. The customer felt well and did not report any symptoms. Medical attention was not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Customer did not have any more test strips and lot number used to obtain result of concern was not provided.